Event description:
It was reported that an infection occurred. Purulent discharge was noted from the incision site over the pump pocket. On (B)(6) 2010, the patient was sent to the emergency room for evaluation of the purulent discharge. On the same day, the patient was admitted to the hospital for intravenous treatment of the infection. The event was related to the device or therapy and to the implant procedure. The severity of the event was severe and resulted in in-patient hospitalization. The patient recovered without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).